Manufacturer narrative:
On (B)(4) 2015, the technical support specialist (tss) performed troubleshooting with the customer by requesting the customer to pull the filter off the end of diluent and prime, now there is fluid coming thru the analyzer. The customer states over the weekend there were issues with hitting the solenoid valve when the diluent is not flowing. The customer does not have extra tank filters; and the tss provided the part # to the customer. On 11-nov-2015, an fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and found that the diluent is not flowing. The diluent pump was replaced and tested the aia-360 analyzer is functioning as intended with all issues cleared. No further action by fse/tss. The most probable cause of the reported event was due to a defective diluent pump. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported qc issues and possible diluent pump issues with their aia-360 analyzer. The customer is unable to run ckmb and troponin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.